Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead migrated/disloged. The patient was implanted in 2020 with a 2x8 paddle lead. The patient sated that they were still not getting good pain relief as their doctor told them the lead shifted. They were referred to their doctor, who met with them and plans to put a 565 paddle lead in. The patient was also missing the controller for their system. The patient's sister was with her today and said they were looking into finding a home for her to stay at so that they could get living assistance. It was reported that she planned to look for her controller while reaching out to patient services to get a new one before their lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977c265; serial# (B)(6); implanted: (B)(6) 2020; explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead revision took place on (B)(6) 2024. The issue was resolved, and the device was not returned, as the surgeon used the existing lead and maneuvered it into a better position for the patient.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had since found their controller and they were scheduled for a lead revision on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.